Event description:
It was reported that during a lobectomy procedure, the system responded with relax pressure on blade screens and then prompted the customer to remove instrument from patient. The customer replaced the blade and proceeded. The relax pressure on blade reappeared and the blade broke off into the patient. The blade tip was retrieved. There was no patient consequence. The customer completed the procedure using a third instrument. Two devices to be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.